Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device has a black screen when starting up. The issue occurred during preparation for use for a laparoscopy procedure. The facility finished the procedure with a replacement device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: d8, h3, h4, and h6 corrected data: d9 the device was returned to olympus for inspection, and the customer's complaint of a black screen was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the black screen displayed along with an alarm sound that was generated during the evaluation, and the front panel is turned off occasionally, is presumed to be due to a defective circuit board. Olympus will continue to monitor field performance for this device.